Event description:
(B)(4) clinical study. It was reported that progression of coronary artery disease occurred. In (B)(6) 2009, clinical status assessment identified the subject¿s qualifying condition as unstable angina and the subject was referred to cardiac catheterization. The subject was randomized into the platinum wh. The target lesion was located in the proximal left anterior descending artery (lad) with 60% stenosis, a length of 10 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 18/20 mm study stent, and post-dilatation with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported an event of progression of coronary artery disease. Post index procedure, the 75% stenosis noted in the proximal lad (target lesion) was treated with balloon angioplasty and placement of drug eluting stent with 0% residual stenosis. The event resolved without residual effects.

Manufacturer narrative:
"Event date corrected from (B)(6) 2014 to (B)(6) 2013." (B)(4).

Event description:
It was further reported that in (B)(4) 2013, the subject was on a follow-up visit and presented with periodic episodes of severe left sided chest pain. Nuclear tests were abnormal. Cardiac catheterization was recommended on a future date. In (B)(6) 2014, the 3.5 x 20 mm promus premier drug eluting stent was implanted overlapping the study stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Outcomes attrib. To ae, describe event or problem, relevant tests/lab data, other relevant history, patient codes, device codes updated. (B)(4).

Event description:
It was further reported that on (B)(6) 2014, unstable angina occurred and the patient was subsequently hospitalized. Coronary angiography revealed 75% in-stent stenosis of the distal edge of the previously placed study stent in proximal left anterior descending artery (lad). The lesion was treated with placement of 3.5 x 20 mm promus premier drug eluting stent and post-dilatation. One day post-procedure, the patient was discharged.